Manufacturer narrative:
This lead was returned and is currently in analysis. Once analysis has been completed this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed out of range impedance measurements greater than 2000 ohms one month following the implant of device. The lead was explanted along with the device and both were successfully replaced. There were no adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. The allegation was confirmed. Visual inspection of the lead showed the rate/sense coil to have a fracture. Due to the location of the fracture, this is consistent with a fatigue fracture near the suture sleeve tie down area.